Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose (bg) level was 515 mg/dl. Elevated bg was addressed with a bolus via the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.